Event description:
It was reported that, "the stem on the tibial prosthesis fractured along w/plates and screws used to join allograft to native bone."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.